Event description:
Underdelivery reported. The pump in homecare use to infuse an unspecified hydration solution (1000ml) at an unspecified rate. The patient reported that when the infusion was supposed to by complete, the pump display showed 1000ml infused but only 600ml was gone from the IV container. The patient did not experience any adverse effects. No additional information was available.